Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to right ventricular (rv) lead dislodgement. It was noted that the rv lead had high thresholds and was oversensing. The lead was repositioned and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.